Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: the staples did not deploy but the device cut tissue. A hand-sewn anastomosis was performed to fix the problem. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no blood loss of more than 500cc. Surgical time was delayed by more than 30 minutes.